Event description:
It was reported that during an unrelated post-operation device check, it was noted that the device exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were made to resolve the issue. The patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.